Event description:
The customer reported via phone call that they went to emergency room for high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 528 mg/dl. Customer's current blood glucose level was 500 mg/dl. Customer stated that they changed infusion set early morning, blood sugars started climbing, continued to climb, and stated blood glucose was at 528 mg/dl, she tested for ketones, ketones was high. Customer was treated with intravenous insulin infusion for high blood glucose. Customer had also experienced the symptoms like confusion, headache, tired and thirsty due to high blood glucose. The auto mode feature was not active at the time of incident. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.